Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. The evaluation of the two returned devices revealed that the nitinol wires at the distal tips were broken-off. Complaints event is typically caused by use of excessive force and/or prying/leveraging with the tip fully exposed on the device during use. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a rotator cuff repair procedure, when the surgeon was retrieving a suture, the metal tip of the suturesnare broke off into the patient's soft tissue and was unable to be recovered. A second suturesnare was opened and used to complete the case and the tip of this one broke of as well. The tip of the second suture snare was retrieved and the case was completed. Patient is a male, 65. Follow-up investigation: an x-ray was not taken. The surgeon looked for the first tip but determined that it was in the soft tissue and could not be retrieved. The second tip was found and removed. There were no unplanned incisions. The case was completed by passing the sutures with a birdbeak to complete the pasta repair.